Event description:
During preparation for use of the pump system for cardiopulmonary bypass, the roller pump did not power on. A faulty cable was replaced and normal function was restored. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.